Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: they were using the femoral approach. The filter was unsheathed but would not release from the delivery system. This same problem occurred with three different devices (B)(4) in one procedure. The procedure was successfully completed with a competitive device. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(6). Summary of investigational findings: the filter was unsheathed but would not release from the femoral introducer. Reportedly, the filter ¿jumped¿ out of the sheath and was pulled back into the sheath for retrieval (this complaint). It occurred with two other devices in the same procedure ((B)(6)). The procedure was successfully completed with a non-cook device. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The introducer sheath with femoral introducer and loaded celect-pt filter was returned for evaluation. The device evaluation determined the following: on the femoral introducer the safety was not pressed, ie the system was still locked and not prepared for filter release. The secondary filter legs were severely damaged and pushed upwards, likely from retrieval through the introducer sheath. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that the user did not follow the instructions for use and/or label, as the femoral introducer had not been unlocked and consequently not prepared for filter release. A definitive cause was identified, as the locked introducer system prevented a proper filter release, when the release button was pressed. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16mar2026: the physician said there was a tumor pressing into the inferior vena cava (ivc) which made placement a little difficult. He claimed the filter ¿jumped¿ out of the sheath and was unable to move it back down.